Manufacturer narrative:
Result: fowler gas spring cylinder.

Event description:
It was reported by service report that the fowler cylinder gas spring was leaking and there were small drops of hydraulic fluid on the floor. No pt involvement or adverse consequences are reported.